Event description:
The customer reported that the system's hand switch and foot switch were broken and would not work. No pt injury was reported.

Manufacturer narrative:
The foot switch pedal and the bulb switch were replaced by the customer. The system was tested and found to be working as intended and put back into service.